Event description:
Reportedly, when an attempt was made to utilize the device for pt treatment, it would not turn on when the on button was pressed. No additional information concerning the event was reported.